Event description:
The pump was returned to animas. Evaluation revealed and out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 02/21/2012. (B)(6). During testing, the load cartridge step did not detect the cartridge and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly.